Manufacturer narrative:
Mindray field service representative reported that during his visit at the site on (B)(6) 2020 it was discovered that the tm80 and associated ECG lead set involved in the reported event were lost, therefore an evaluation could not be performed on the actual devices involved in the event. However, using a different tm80, ECG lead set and an ECG simulator, it was observed that a visual and audio alarm "leads off" was generated at the benevision workstation when the lead wires were removed from the ECG simulator. In addition benevision server error logs were collected and a low priority technical alarm "ECG lead off" was generated at 19:36:49 on (B)(6) 2020. Benevision system performed per specifications. No malfunction was confirmed.

Event description:
The customer reported that on (B)(6) 2020 at 19:36 while being monitored on a tm80 the ECG leads fell off the patient. The caregiver is not aware of an alarm being generated advising that the leads were disconnected and it is unknown how the leads fell off. The patient was in room (B)(6) and was connected to tm80 box ID number 22 (t22) and was reported to have expired.